Event description:
It was reported via user facility medwatch mw5110855 that the distal filter of the sentinel cerebral protection system (cps) was removed in an open state. A sentinel cps was selected for use during a transcatheter aortic valve implantation (tavi) procedure. A non-boston scientific (bsc) 5/6f introducer sheath was placed in the radial artery and the sentinel cps was advanced into position. While attempting to withdraw the sentinel cps at the end of the procedure, the sentinel cps became stuck in the radial sheath at the level of the distal filter. The sentinel cps and introducer radial sheath were removed from the patient as one unit. The distal filter of the sentinel cps was partially unsheathed upon removal. A piece of an unknown manufacturer's 0.014 guide wire was discovered inside the 5/6f non-bsc radial sheath upon removal. No patient complications were reported.

Event description:
It was reported via user facility medwatch mw5110855 that the distal filter of the sentinel cerebral protection system (cps) was removed in an open state. A sentinel cps was selected for use during a transcatheter aortic valve implantation (tavi) procedure. A non-boston scientific (bsc) 5/6f introducer sheath was placed in the radial artery and the sentinel cps was advanced into position. While attempting to withdraw the sentinel cps at the end of the procedure, the sentinel cps became stuck in the radial sheath at the level of the distal filter. The sentinel cps and introducer radial sheath were removed from the patient as one unit. The distal filter of the sentinel cps was partially unsheathed upon removal. A piece of an unknown manufacturer's 0.014 guide wire was discovered inside the 5/6f non-bsc radial sheath upon removal. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned to boston scientific (bsc) and was analyzed by a bsc quality engineer. Visual analysis revealed a sheathed proximal filter, a relaxed articulating distal sheath (ads), a slightly unsheathed distal filter, and a kinked distal filter slider. A functional test was performed and found that the distal filter could not be sheathed or unsheathed due to the kink in the distal filter slider.